Manufacturer narrative:
Product analysis #: (B)(4): brief description of complaint: service discovered and reported high rf leakage on coag 3. Analysis conclusion: the reported issue of high rf leakage on coag 3 was able to be confirmed. The cause of the high output is likely related to software calibration. Recalibrating would restore proper functionality. Due to end of life, the decision has been made to scrap the generator, rather than performing repair. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated complaint: servicing discovered and reported that the unit failed rf leakage verification test specifications. The incoming test results indicate that the rf leakage measured on coag 3 was 169 ma, which exceeds the 150ma limit. There was no patient involvement; therefore, patient information is not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.